Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of no delivery alarms. The customer's blood glucose level was 400mg/dl, but had been as high as 500mg/dl. The customer states the alarm was resolved by complete set and reservoir change and insulin change. The customer treated the highs with manual injection. The customer was advised to monitor the device.